Event description:
The physician reports performing cataract surgery with implantation of the crystalens in the right eye. Postoperatively, the patient's bcva decreased from 20/50-2 (preop) to 20/400. The nasal haptic would not seat posteriorly in the capsular bag. The physician repositioned the lens and performed lasik to correct myopia. The physician attributed the event to the lens diameter being too short for this patient's capsular bag.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the physician, the event is related to the patient's anatomy, where the iol diameter is too short for the capsular bag.